Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit went to ventilator inoperative with error code message of data acquisition// printed circuit board assembly/ analog digital converter (da) pcba adc failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered and it is unknown if there was harm to the patient.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. No parts returned for investigation.